Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical file was provided for review. Review of the file showed the device successfully delivered the first two shocks, however, all subsequent charges were canceled due to pressing the energy select softkey. The data file showed no critical errors present that would not have allowed the device to charge or shock. There is no indication in the file that showed the device was unable to shock when the shock button is pressed or if there is any issue with the front panel. Data file review of the clinical file concluded that the device worked as expected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.